Event description:
Medtronic received a report that there were deployment issues with the pipeline. There was difficulty accessing into the left common due to arch access. After finally getting access to the left icca, angiogram showed moderate tortuosity. The left ica with pcomm intent to treat with flow diversion. The unsheathed device had lazy distal opening and two resheathed attempts were made to open the distal end. They decided to pull the pipeline into position despite the device not being fully open. The distal device began to open and appeared to have a fray of the braid. The physician did not feel comfortable thus the phenom 27 and pipeline shield were removed. After removal, it was clear the device was damaged distally. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps required to open the pipeline. There were no patient symptoms or complications associated with the event. A dapt (dual antiplatelet treatment) was administered and the pru level was 185. The angiographic post procedure showed successful pipeline placement. The pipeline was not used off-label. The pipeline and accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 6mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include: a penumbra neuron max, a stryker cat 5 115cm, a phenom 27 150cm, and a stryker synchro standard.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device and a phenom-21 catheter were returned for analysis within a shipping box; within an opened pipeline flex embolization device outer carton and within a resealable biohazard bag. Visual inspection/damage location details: the pipeline flex device was returned within phenom-21 catheter. The pipeline flex embolization pushwire was found to be extending ~44.5cm from hub and ~3.4cm from distal tip. The pipeline flex device was then removed from the phenom catheter. No bends or kinks were found with the pipeline flex pushwire. The hypotube was found to be intact with ptfe pulled back. The proximal bumper, pad, and pad restraint were found to be intact. The dps sleeves were found to be intact. The tip coil was found to be damaged. Proximal braid end was found to be opened and frayed. Distal braid end was found to be opened and frayed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends were found to be opened. Possible contributing factors for ¿failure/incomplete open distal¿ are damaged braid or braid improperly sized to anatomy. Based on the device analysis and reported information, the customer¿s report of ¿pipeline damaged during delivery/retrieval¿ was unable to be confirmed and the root cause could not be determined. Possible causes for ¿pipeline damaged during delivery/retrieval¿ include high force delivery, over-manipulation, delivering/retracting delivery wire against resistance and deploying/re-sheathing braid against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no damage to the pipeline pushwire or catheter observed.